Event description:
It was reported that during a colon resection, the device fired an incomplete staple line. The procedure was completed by additional suture. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.